Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps were constantly alarming and had multiple over-infusion scenarios found during patient infusion. There are multiple events involving the pumps, including entire bags of medication being infused into a patient. There was a patient that had an entire 250ml bag of lidocaine that was infused. There were also reports of entire bags of heparin, vasopressin, and norepinephrine being infused into patients as well. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.